Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the circumstances that led to the inability to charge the implant was difficulty in positioning the paddle charger. It was noted the issue was resolved. The patient worked to find a good position for recharging the implant.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the patient was having a problem with their controller and recharger. Pt said starting after the first week they had the device, they would notice the recharger not charging the implant up to 100%. Pt clarified they would get to 30, 40, 50% then the controller would say finished, pt mentioned it had done that several times. Pt then said starting a little bit after that, they noticed it could take up to 2 hours to charge the implant. Pt also said sometimes they would see good and sometimes excellent and the implant charged a little faster on excellent. Pt said they tried using the recharging belt but couldn't get it tight enough. Pt said their rep they had for the trial had suggested that the pt try leaning up against a book to charge and suggested pt call patient services with issues. Pt said they keep the controller screen on the whole time while recharging and didn't see any damage to the recharger. Recharging best practices were reviewed and pt was told to let the screen go dark and just monitor the green blinking light as that may help with the issues pt was experiencing. Pt was advised to monitor recharging and call back should the issues continue. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.